Event description:
It was reported that this left ventricular (lv) lead presented high threshold measurements. After performing an x-ray it was determined that the lead had dislodged. The lead was removed, and tissue was found in the helix. Another lead was implanted. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead presented high threshold measurements. After performing an x-ray, it was determined that the lead had dislodged. The lead was removed, and tissue was found in the helix. Another lead was implanted. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Based on the instructions for use for this product, dislodgement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report.